Event description:
It was reported the pt had revision surgery in 2009. Additional information has been requested, but was not available on the date of this report. A follow up report will be sent if additional information is received.

Manufacturer narrative:
No product was returned for evaluation. With the available information, a cause or contributing factor cannot be identified.